Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a preparation/prior to sedation for a pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a versacross connect access solution for faradrive was selected for use. It was reported that the versacross rf wire was abraded, upon opening the package. There was scratching damage on the distal tip of wire. Hence, the rf wire was replaced and the procedure was completed. No patient complications have been reported. Device is not available for return as it was discarded in the facility.